Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's cannula fell out of the body due to damage to the reservoir compartment. The customer's blood glucose level was 100 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip; a test reservoir was installed and did not lock into place due to completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked battery tube threads. The insulin pump was missing the o-ring reservoir tube and the end cap sticker.